Event description:
Follow-up identified the patient underwent surgical intervention during which the entire system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. Reprogramming was performed in the past without success. Surgical intervention is planned as the next course of action.